Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the battery was overdischarged. Prior to overdischarge, the patient reports the battery not holding a charge as long and taking longer to charge. The cause of the overdischarge was due to patient compliance and the patient not charging the device. The battery was interrogated, and it was determined that the implantable neurostimulator was at its end of service. The issue has not yet been resolved. Surgical intervention was not performed; however, it is unknown if it will be performed in the future. It was noted that the health care professional has no further information regarding this event at this time.